Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value. Due to a cut on angle wire, bending section cannot be controlled at all. Discoloration was seen both on air-water cylinder and on suction cylinder. Additionally, cut on the switch 1, crack on light guide lens, and wrinkle on connecting tube and on universal cord were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a presence of foreign material was found caught in the air-water tube, in air-water cylinder and in jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: e1 (initial reporter) must remain in blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage of the device was confirmed at where the foreign material was remained. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.